Manufacturer narrative:
The user facility reported fluid leak from the bioshield valve following passage of instruments through the device. The user facility has declined to provide information regarding treatment of the reported conjunctivitis. The user facility has declined to provide information regarding usage of ppe by facility personnel. The device subject of the reported event was not retained by the user facility for evaluation. The user facility was unable to provide the lot number of the device subject of this event. The instructions for use include the following statements: "exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." The distributor has offered in-service training on the use of bioshield biopsy valves to the user facility; however, the user facility has declined. No additional issues have been reported.

Event description:
The distributor reported user contact (facial) with fluid spray from the bioshield biopsy valve. The user is reported to have subsequently developed conjunctivitis.